Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering and they experienced high blood glucose level of 400 mg/dl. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. Customer performed self test and it was passed. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual injections. Based on customer report customer did alleging insulin pump was under delivering because they performed several bolus but still blood glucose not lowered. The insulin pump as well as reservoir will not be returned for analysis.